Event description:
It was reported the when the physician opened the package the stent implant had dislodged from the stent delivery system balloon. Reportedly, there was no patient involvement. Though requested, no additional event or patient information was available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found no blood or contrast visible. The stent was dislodged from the balloon and located in the orange protective sheath on the stylet. There was no damage noted to the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were two bends in the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters and inner diameter of the protective sheath were measured and met manufacturing criteria. In this case, it is possible the protective sheath was inadvertently handled during removal resulting in the stent dislodgement; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this event. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined.